Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, who provided information to reset the pump and assisted with resetting it. The malfunction code did not recur, and the customer was advised to continue using the pump and to call back if the issue occurred again.